Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a fibular flap transplantation and artery anastomosis in which a 3.0mm coupler device was used. It was reported the anastomotic ring was smoothly aligned. After the anastomotic ring was pushed out of the handle, auxiliary clamps were applied to ensure a firm closure. During the strangulation experiment, the anastomotic rings on both sides were ¿cracked and collapsed repeatedly¿ with leakage, which resulted in arterial blood ejection. The vessel was immediately clamped and flushed with saline and pliers were used to ensure a firm closure. The blood leakage test was performed again, and the anastomotic ring was ¿cracked again¿. The coupler was not replaced, and "a suture was used" on the vessel to reinforce and fix the coupler to ¿ensure that it did not crack again¿. At the time of this report, the patient outcome was reported as ¿doing well¿. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.